Event description:
Patient x-ray table moved without command from operator. No person was injured was injured at this event. So far, we are not able to identify the root cause of this phenomenon. Currently we are investigating this event. As an unwanted movement might be dangerous for patient and operator, we preliminary consider this event as safety related and reportable to the component authorities. This conclusion might change wehn we have finished the root cause analysis.